Manufacturer narrative:
D10 concomitant products: unknown - truclear, unknown truclear device (lot#: unknown) nata¿a kenda ¿uster. "Effectiveness of office hysteroscopy for retained products of conception: insights from 468 cases". 2025. Archives of gynecology and obstetrics (2025) 312:791¿801 https://doi.org/10.1007/s00404-025-08075-7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 333 cases of outpatient office hysteroscopy (oh) for removal of retained products of conception (rpoc) to identify the factors associated with the incomplete removal of rpoc and with the absence of rpoc was completed between august 2015 to april 2023. Truclear 5.2mm tissue removal system or a competitor product was used for the oh without cervical dilation or anesthesia. Among the 108 cases of incomplete oh removals, 35 underwent termination of pregnancy (top), while 73 occurred after delivery. In terms of rpoc size, 39 cases involved large rpoc, and 69 cases involved small rpoc. Of the 108 patients in whom rpoc removal was deemed incomplete, 36 were advised to undergo follow up ultrasound imaging and conservative management, while 72 were further referred to operative hysteroscopy (50 cases) or dilation and curettage (22 cases). Title: effectiveness of office hysteroscopy for retained products of conception: insights from 468 cases author: nata¿a kenda ¿uster published date: 20 may 2025.